Event description:
Reported uterine perforation.

Manufacturer narrative:
User error resulted in a breach in the integrity of the uterine wall potentially inflicted by uterine sound, cervical dilator or device. Uterine perforation was diagnosed and endometrial ablation procedure was not conducted. No additional surgical interventions and/or prolonged hospital stay required.